Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # unk. Additional information. The stapler was open and introduced to the sterile field. - stapler was loaded and handed to the surgeon, the stapler was placed and closed on the renal artery. - the surgeon tried to fire the stapler and it did not fire. - I was called into the room and I saw that the manual override cover/door was missing. - I asked where the door was and was told it was not on the stapler. - we opened another powered vascular stapler and removed the manual override door and placed it on the stapler that was closed on the renal artery. - the stapler fired as normal and was used to fire across the renal vein. - upon inspection of the original packaging the manual override door was found in the plastic container. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the manual override door was off the stapler in side the packaging. The device was delivered to the sterile field missing the manual override door. When the stapler was put on the artery it did not fire. Another like device was opened to use the override door on the first stapler. No further information was provided. There were no adverse consequences reported. Unknown if the device is available for return.